Manufacturer narrative:
Patient programmer model 3037 (B)(4) implanted: na explanted: na, lead model 3889 lot # v403349 implanted: 2010-(B)(6) explanted: unk.

Event description:
It was reported that a loss of therapeutic effect occurred. The patient reported that he was on program 2 at 2.9 volts and could not increase past that number without discomfort/shocking. The patient had tried the other 3 programs but felt stimulation in his leg instead of the bicycle area like program 2. The patient had not been seen by their healthcare provider (hcp) since implant. The patient had erratic bladder symptoms where he would go to the restroom but not completely empty his bladder. There was no known accident or incident related to this event. Additional information has been requested, but was not available as of the date of this report.